Manufacturer narrative:
It was reported to abbott, a patient stated they suffered a severe fall approximately 6 months ago. Their pain relief began dissipating afterwards. However, they did not reach out to a rep until they noticed a difference with their tonic program. Surgical intervention was taken where both leads were replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2024-00166. It was reported that the patient experienced fall 6 months prior to complaint, the patient's pain relief began to dissipate along the six months. Physician opted to replace the leads, lead revision occurred (B)(6) 2023, both leads replaced with an anchor. No complications, therapy was restored and no devices returned.